Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2018, it was reported that the patient experienced greenish colored drainage and irritation at stoma site. The patient was prescribed unspecified oral antibiotic medication as the physician thought it might possibly be infected.